Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the system did not boot and was down. Troubleshooting actions determined that the system did not start up because there was no power supply from the uninterruptible power supply (ups), which was defective. The fse bypassed the ups. After the ups was bypassed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.